Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr45w cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device closed and opened as intended during testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # n5585z. Additional information received: the sales rep was called to confirm if the manual override did eventually work to open the jaws. The sales rep stated that she did not know how the device was opened, just that it did eventually open. The device was on fatty tissue at the time and she was told that the manual override was really hard to use and that the surgeon stated that he did not expect it to be that difficult.

Event description:
It was reported by the sales rep that during a laparoscopic hand assist nephrectomy procedure, the device closed down on tissue and wouldn't fire. Tried to do the manual release, wouldn't work. The device was able to finally open. The white reload is still in the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.